Manufacturer narrative:
No equipment was returned for evaluation. The report of suspected pump thrombosis could not be confirmed. The manufacturer¿s review of the submitted log file revealed no recorded adverse events or alarms. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump exchanges referenced in this section were reported under medwatch MFR. Report numbers 2916596-2015-01251 and 2916596-2016-00542. (B)(4). Approximate age of device ¿ 6 months. Device not returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had three prior pump clots and was admitted with high lactate dehydrogenase (ldh) and dark urine. The patient¿s inr goal was 2.5 to 3.5 and therapeutic. The patient was treated with tissue plasminogen activator (tpa), heparin and integrilin infusions, brilinta, and aspirin. A ramp echocardiogram revealed no left ventricle suck down or septal wall movement, and the ldh was over 2000u/l. On (B)(6) 2016 the patient's lvad was exchanged with a device from another manufacturer. It was reported that the pump will not be returned for evaluation.